Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event and was discharged ¿approximately one week¿ later. The patient was treated with unknown antibiotics (dose, frequency, route, and duration were not reported) for peritonitis. On an unknown date, reported as ¿less than one month¿ after the initial diagnosis, the patient experienced relapsing peritonitis. On an unreported date, the patient was hospitalized for the relapsing peritonitis event. The patient was treated with unknown antibiotics (dose, frequency, route, and duration were not reported) for relapsing peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.